Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.

Event description:
The patient reported: I have been experiencing severe jaw pain. I've seen my primary care physician and an otolaryngologist, both of whom diagnosed me with temporomandibular joint disorder. Treatment with the byte aligners is causing me to severely clench my teeth, which is leading to intense pain and headaches. (B)(6) 2024 update: I am working on obtaining that letter from my doctor. I'm pretty sure that the 5 minutes of clenching with the hyperbyte is contributing to this pain. Additionally, I am unable to take nsaids due to the blood thinners I'm on.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.